Event description:
The pt reportedly experienced popping sounds followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. The pt's device was explanted.